Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that their onetouch ultra2 meter would power off during use. This complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue first occurred at an unspecified time on (B)(6) 2015. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results, however the patient was unable to base their insulin dosage on these results for 2 days after the meter issue began as they were unable to obtain a blood glucose result. The patient stated that they did not make any changes to their lifestyle during this 2 day period. 2 days after the alleged issue began the patient experienced symptoms of ¿feeling weird, head is empty, shaking and hot¿. The patient denied receiving any form of treatment as a result of these symptoms, however. It is not known if the patient was able to measure their blood glucose on any other device during this period of time. At the time of troubleshooting the csr noted that the batteries did not need to be changed per the owner¿s booklet recommendation and there was no misuse of the product. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to obtain a blood glucose reading on the subject meter. This led to their health deteriorating and they experienced symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1: the meter involved with this complaint was returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. The control solution involved with this complaint was also returned; however, had no testing performed, as the complaint is related to a meter issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.